Event description:
It was reported that as the pt barrier rotational handle locks becomes worn, the user needs to apply more force to make it hold. This reportedly leads to the metal handle coming out of the plastic cam lock. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Clarification: the issue was discovered during a retrospective review of complaints related to a known issue that resulted in the event reported in MDR 2126677-2010-00010.